Manufacturer narrative:
Approximately 26 cm of the catheter was returned. The returned catheter met the requirements for patency and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed within the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded due to blood clots or brain fragments, tumor cell aggregates, bacterial colonization or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient received a ventriculoperitoneal (vp) shunt in childhood ten years ago. According to the report, the length peritoneal catheter was extended due to growing. It was noted that a straight connector was connected in the reported product. After that, there was cerebrospinal fluid (csf) in the abdominal subcutis. Reportedly, a catheter replacement procedure was performed.

Manufacturer narrative:
Approximately 26 cm of the catheter was returned. The returned catheter met the requirements for patency and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed within the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded due to blood clots or brain fragments, tumor cell aggregates, bacterial colonization or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.